Event description:
Related manufacturing reference: 3008452825-2024-00432. During the premature ventricular contraction procedure, optical and temperature issues with the catheters resulted in a procedural delay. When the catheter was connected, it could not be zeroed as there was no contact force data. The catheter was reconnected and the tactisys was restarted but with no resolution. The catheter was exchanged, the issue was resolved and the procedure continued. However, when wanting to start rf ablation in the rvot, the generator stopped the ablation and displayed the error message "measured power over programmed limit". The catheter was parallel to the tissue and the temperature was at the threshold. The catheter was changed to a third one to complete the procedure with no adverse consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported power delivery and temperature issue was confirmed. A simulated ablation was performed, and the catheter displayed a high average temperature rise due to an inadequate adhesive bond, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature and output issue was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.